Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the customer reported problem of system error 345 was unable to be reproduced. A review of event history log revealed multiple occurrences of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream values out of range.the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during device power up in the intermediate department. There was no patient involvement. No additional information is available.